Event description:
The report indicated that a cypher select plus stent was damaged out of the package. Distal strut uplift was noted, as the device was being loaded onto the guidewire and use was discontinued.

Manufacturer narrative:
Based on the limited info, it is not possible to determine what clinical factors might have contributed to this event. Upon inspection of the returned product, the complaint of distal strut uplift was confirmed. A non-sterile 2.75x13mm cypher select plus was received coiled inside a plastic bag. Crystalized residues of inflation media were observed inside the inflation lumen and balloon. The stent was still mounted on the balloon. The middle and distal sections of the stent were expanded, and the proximal end of the balloon was flared. No damages were observed on the shaft. A device history record review was performed, and showed that this lot of products met all requirements per the applicable mfg quality plan. While the exact cause of the reported failure could not be conclusively determined, the fact that the stent was partially deployed, and that residue of inflation media was present inside the balloon suggest that the product was used. Therefore, procedural factors appear to have contributed to the failure. Please note that cypher select plus is not distributed in the us; however, it is similar to us cypher product.